Event description:
The customer reported the device failed rate accuracy. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they performed pm, replaced bezel assembly due to failed pressure psi, replaced iui right. The failure code othe was used to track the alaris software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. A review of the device history record showed the device had a manufacture date of 16mar2017. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the probable cause of the reported issue was due to mechanical failure of the lvp mech assy 8100. A review of the complaint history record in trackwise and sap was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. Ca-2018-0161 for iui damages.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation. H3 other text : although requested, the affected device has not been received.

Event description:
The customer reported the device failed rate accuracy. There was no patient involvement.

Manufacturer narrative:
Additional information added to: d9-correction to: e2,e4,g2- added healthcare professional this device was evaluated and repaired through the service repair process. Based on the findings, reported issue was due to mechanical failure of the lvp mech assy 8100. A review of the device history record showed the device had a manufacture date of 16mar2017. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
The customer reported the device failed rate accuracy. There was no patient involvement.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
The customer reported the device failed rate accuracy. There was no patient involvement.